Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had t-wave oversensing (twos). It was also noted that the implantable cardioverter defibrillator (ICD)'s left ventricular capture management appeared to have resulted in non-tracked p waves. Reprogramming is planned for the rv lead. The device and lead remain in use. No patient complications have been reported as a result of this event.